Event description:
This is a report of constipation and peritonitis in a patient, coincident with dianeal and extraneal therapies for automated peritoneal dialysis (apd). The patient experianced constipation, which later lead to peritonitis. However, the treatment was not reported for either. The patient was recovering from this peritonitis event at.

Manufacturer narrative:
(B)(4).additional information:as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, therefore no batch review will be performed. The condition was not confirmed, as the sample could not be evaluated. Therefore the cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.